Event description:
An ophthalmic surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He stated the iol was explanted and replaced with the same model iol. On (B)(6) 2011, add'l info was received from the surgeon reporting post exchange, the pt is experiencing severe corneal edema. He stated at this time, the pt's symptoms have not resolved and it is unk what caused or contributed to the event. There are two medical device reports associated with this event. This report is for the iol that remains implanted.

Manufacturer narrative:
Eval summary: product eval: no lens returned. Unable to review lot and batch records for the lens or cartridge because the facility did not provide a lot number or any identification traceable to the mfg documentation. The complaint indicated the use of a cartridge and a viscoelastic which are not approved for use with the associated lens model. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. In addition, the surgeon states the use of an unapproved viscoelastic failing to follow the dfu. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Conclusion: based on our current trends, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 07/20/2011. A completed questionnaire has been received on 08/01/2011. (B)(4).